Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the mechanical ring inside the removal tool was broken into two pieces after sterilization. It was found before surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The retention ring, which keeps the movable rim in place, broke apart. There are clearly visible stress marks at the cut-in, where the ring was placed. This is evidence that a mechanical overload during use caused a crack at the ring and that the ring finally broke during the heat up for sterilization. Wear and tear could also have played a certain role. The cause is unknown. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Synthes is not aware of any similar occurrence regarding to this article.